Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that experienced rupture. It was stated in the report that there was a rupture of 20-25cm close to the drip chamber. The event occurred on (B)(6) 2025. Patient involvement and patient harm/adverse event are unknown. Sample picture is available and is attached. No further information is available for this complaint. There was no patient harm and there is no additional information available.

Manufacturer narrative:
Investigation summary one (1) photo was provided by the customer that confirms the complaint of a rupture. Received one (1) used list# 123390488, primary plum set, as received, there is a small hole, protruding from the tubing, consistent with a rupture. The set was pressurized and immersed in water to look for any leaks. Leak was confirmed. Customer complaint is confirmed, probable cause unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.